Event description:
It was reported that on 13 november 2023, a 23mm epic plus aortic valve was chosen for an aortic valve replacement. The valve was placed, and calcification was detected in one of the leaflets of the epic valve that did not allow proper movement, and the leaflets were not able to close completely. The device was removed and replaced with a 21mm epic plus aortic valve. The surgery time was increased by 30 minutes, but this delay did not cause any problems for the patient. There were no adverse patient consequences or complications. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of one leaflet not moving well due to a calcification was reported. The device was received for investigation and no anomalies were noted, including no visual calcification. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.